Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2012 to report that upon sensor removal due to sensor inaccuracies, patient found that sensor wire had broken and that a fragment had remained inserted in her skin. Patient proceeded to pull out remaining fragment. Patient's father reports that patient experienced no further complications. At the time of his call to dexcom technical support, patient's father reports that patient was feeling fine.